Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a left total knee arthroplasty in 1999 with competitor product. Subsequently, patient underwent anesthesia on (B)(6) 2014 to be revised due to a fractured patella after a patient fall. During the procedure, it was noted the femoral components were loose. The femoral components and the tibial bearing were removed and the patient was closed up. Patient was revised on (B)(6) 2014. An orthopedic salvage system was implanted.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. Corrected data: the complaint description incorrectly reported that the patient underwent a left total knee arthroplasty in 1999 with competitor product; however, the patient received a finn hinged knee, which is biomet product and not competitor product.

Event description:
It was reported patient underwent a left total knee arthroplasty in 1999. Subsequently, patient underwent anesthesia on (B)(6) 2014 to address a fractured patella after a patient fall. During the procedure, it was noted the femoral components were loose; however the necessary femoral components were unavailable to complete the procedure. The femoral components and the tibial bearing were removed and the patient was closed up. Patient was taken back to the operating room on (B)(6) 2014 and an orthopedic salvage system was implanted.